Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure. E1: patient city: (B)(6), patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient was hospitalized on (B)(6) 2024. Length of hospitalization was greater than 24 hours. Confusion flu symptom was reported at time of hospitalization. The blood glucose level was 602 mg/dl. Therefore, patient was treated with insulin via intravenous route. No further information available.

Event description:
Since, the adverse event occurred due to the patient's inability to use the pump correctly, with no allegation related to the infusion set. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted medical device code under h6 (medical device problem code a). Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this MDR is being submitted to include the below: b5: describe event of problem. H6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: upon review of the event description and assigned malfunction code misuse. Malfunction code not on list, it has been determined that the complaint does not allege a product malfunction has occurred. No specific lot number/evidence was provided, which limits the ability to trace or analyze a particular item. Additional information was requested; however, a lot number or any product specific information was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. Therefore, no additional investigation activities were required. Corrective and preventive action (CAPA) determination - conclusion: based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per wi-001031 (monthly trips and alerts). Root cause of problem: n/a - no further root cause investigation is required as the complaint does not allege a product malfunction and no specific lot number was identified, which limits the ability to trace or analyze a particular item. Corrective action as a result of the investigation: n/a - as no root cause investigation was required, no CAPA plan is applicable. The record will be closed with no further actions. Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint.